Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer experienced hyperglycemia. The customer blood glucose levels were 450 mg/dl, 327 mg/dl, 300 mg/dl, 380 mg/dl, 100 mg/dl. The customer was treated with bolus for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was not on auto mode at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. (B)(4).